Event description:
Approximately three months after procedure to repair mandible, incorporating bone grafts with fixation by lorenz reconstruction plating, a reconstruction plate broke while pt was eating pork chop.